Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad/adjust belt messages) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being broken, causing fault. The electrode belt¿s therapy electrodes were non-functional and unable to be recognized. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec (B)(6). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode and adjust belt messages.